Event description:
Alleged the siderails were not latching.

Manufacturer narrative:
The hill-rom tech indicated the siderail would not latch in the raised position. The hill-rom tech found the dampener extension and push tube were worn causing the siderail not to latch. Chapter 6 of the service manual (man013re) documents a function check for the siderail frame as part of preventative maintenance. The procedure includes ensuring proper latching and down storage of the siderail. Repairs should be made necessary.